Event description:
It was reported that (1) tir20 was used during a colon resection procedure. It was reported by the rep that the clips would not fire. Opened another device to complete the case. No adverse pt outcome.